Event description:
It was reported that the patient had frequent ipg charging and had minor stimulation issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred six (6) months ago from the date the manufacturer became aware of the event.